Event description:
It was reported that balloon rupture occurred. The long stenotic target lesion was located in the venous fistula. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during the third inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
B5: describe event or problem updated. Updated: b1: adverse event/product problem. B2: outcomes attrib to adv event. H1: type of reportable event. H6: impact code. Device evaluated by MFR. : a mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 21mm in length and extended from a position 4mm proximal of the proximal markerband to 15mm distal of the proximal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The long stenotic target lesion was located in the venous fistula. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during the third inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. It was initially reported that the patient had significant vascular damage. It was further reported that the vascular damage was a mild bleeding due to balloon rupture.

Manufacturer narrative:
Updated: b1: adverse event/product problem. B2: outcomes attrib to adv event. H1: type of reportable event. H6: impact code. Device evaluated by MFR. : a mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 21mm in length and extended from a position 4mm proximal of the proximal markerband to 15mm distal of the proximal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The long stenotic target lesion was located in the venous fistula. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during the third inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. It was initially reported that the patient had significant vascular damage. A mustang device batch # 26996078, 24 atm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 21mm in length and extended from a position 4mm proximal of the proximal markerband to 15mm distal of the proximal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.